Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7133442.

Event description:
It was reported that the patient was experiencing pain at the left flank which described as muscle spasm. It was stated that the pain occurred when stimulation was on. The patients trial leads were removed and x-ray revealed lead migration causing inadequate stimulation. The explanted trial leads were discarded.